Event description:
The patient experienced lack of effect and pain at the implantable neurostimulator site. The device was reprogrammed multiple times. Impedances were greater than 1000 ohms. No visible fracture was noted on x-rays taken 2009. The leads were replaced. The patient has excellent stimulation therapy after revision. The patient outcome was reported as "no injury", recovered without sequela?.

Manufacturer narrative:
On 02/18/2009 the leads have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.